Manufacturer narrative:
(B)(4)

Event description:
It was reported that the rv lead pin was broken after it was connected in the device header. The lead was not used, and different one was implanted instead.

Manufacturer narrative:
A partial lead was returned for analysis. Visual inspection found that the connector pin was missing and the connector cap remained bonded in place while the crimp sleeve was crimped.